Manufacturer narrative:
Customer returned the meter for investigation. The returned meter was tested with retention test strips and retention controls. Testing results (qc range: 4.1 - 6.8 inr): qc 1: 2.8 inr qc 2: 2.8 inr qc 3: 2.8 inr the obtained qc results were in the allowed range. No error messages occurred during investigation.

Manufacturer narrative:
Unique device identifier (UDI) (B)(4). Occupation is lay user/patient. The test strips and meter were requested for return. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable inr results with a coaguchek xs meter serial number (B)(4). At 2:50 p.m., the patient's meter result was 6.7 inr. After the initial result, the patient retested and the patient's meter result was "2.00" inr. The time of the second measurement was requested but not provided. A meter display check was performed and there were no missing segments. The patient's therapeutic range is 2.0- 3.0 inr.